Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The device was tested for ultrasonic sensor (upstream air) and deliver passing results; however, further analysis of the ultrasonic calibration values determined that they were out of specification. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.